Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (07jan2010, 04oct2011, 15jan2015), muscle injury in 2010, laceration in 2011, loop electrosurgical excision procedure in 2005, cryosurgery and abortion. Concurrent conditions included amenorrhea and sulfonamide allergy. Family history included prostate cancer (grandfather). Concomitant products included cilest (sprintec). On (B)(6) 2011, the patient had essure inserted. In may 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, 3 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (she underwent bilateral salpingectomy.) And surgery (on (B)(6) 2015, plantiff underwent a pelvic surgery to try and alleviate the symptoms.). Essure was removed. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2015, surgical pathology report : gross description: the essure is identified in the proximal portion of the fallopian tube that is 3.2 cm in greatest length. The second fallopian tube is 8.2 cm in length and 0.5 to 0.5 cm in diameter. Also noted in the specimen container is a detached essure that is 5.2 cm in greatest length. Final diagnosis: bilateral fallopian tubes- complete cross sections of benign fallopian tubes; benign paratubal cyst. Current weight: 138.68 lb. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (B)(6) 2010, (B)(6) 2011, (B)(6)2015), muscle injury in 2010, laceration in 2011, loop electrosurgical excision procedure in 2005, cryosurgery and abortion. Concurrent conditions included amenorrhea and sulfonamide allergy. Family history included prostate cancer (grandfather). Concomitant products included cilest (sprintec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, 3 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (she underwent bilateral salpingectomy.) And surgery (on (B)(6) 2015, plantiff underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2015, surgical pathology report : gross description: the essure is identified in the proximal portion of the fallopian tube that is 3.2 cm in greatest length. The second fallopian tube is 8.2 cm in length and 0.5 to 0.5 cm in diameter. Also noted in the specimen container is a detached essure that is 5.2 cm in greatest length. Final diagnosis: bilateral fallopian tubes- complete cross sections of benign fallopian tubes; benign paratubal cyst. Current weight: 138.68 lb most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter and event (device breakage) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2015), muscle injury in 2010, laceration in 2011, loop electrosurgical excision procedure in 2005, cryosurgery and abortion. Concurrent conditions included amenorrhea, sulfonamide allergy, prenatal care, breast tenderness, fatigue, nausea and placenta previa. Family history included prostate cancer (grandfather). Concomitant products included ethinylestradiol;norgestimate (sprintec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent a pelvic surgery to try and alleviate the symptoms., salpingectomy (bilateral removal of fallopian tubes and she underwent bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: current weight: 138.68 lb placed 05 coils in right side and 05 in left side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: the essure is identified in the proximal portion of the fallopian tube that is 3.2 cm in greatest length. The second fallopian tube is 8.2 cm in length and 0.5 to 0.5 cm in diameter. Also noted in the specimen container is a detached essure that is 5.2 cm in greatest length. Final diagnosis: bilateral fallopian tubes- complete cross sections of benign fallopian tubes; benign paratubal cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (B)(6) 2010, (B)(6) 2011, (B)(6) 2015, muscle injury in 2010, laceration in 2011, loop electrosurgical excision procedure in 2005, cryosurgery and abortion. Concurrent conditions included amenorrhea, sulfonamide allergy, prenatal care, breast tenderness, fatigue, nausea and placenta previa. Family history included prostate cancer (grandfather). Concomitant products included cilest (sprintec). On (B)(6) 2011, the patient had essure inserted. In may 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, 3 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (she underwent bilateral salpingectomy.) And surgery (on (B)(6) 2015, plantiff underwent a pelvic surgery to try and alleviate the symptoms.). Essure was removed on (B)(6) 2015 at the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: placed 05 coils in right side and 05 in left side. Diagnostic results: (B)(6) 2015, surgical pathology report : gross description: the essure is identified in the proximal portion of the fallopian tube that is 3.2 cm in greatest length. The second fallopian tube is 8.2 cm in length and 0.5 to 0.5 cm in diameter. Also noted in the specimen container is a detached essure that is 5.2 cm in greatest length. Final diagnosis: bilateral fallopian tubes- complete cross sections of benign fallopian tubes; benign paratubal cyst. Current weight: 138.68 lb . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Lot number added. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010,(B)(6) 2011, (B)(6) 2015), muscle injury in 2010, laceration in 2011, loop electrosurgical excision procedure in 2005, cryosurgery and abortion. Concurrent conditions included amenorrhea and sulfonamide allergy. Family history included prostate cancer (grandfather). Concomitant products included cilest (sprintec). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy.) And surgery (on (B)(6) 2015, plantiff underwent a pelvic surgery to try and alleviate the symptoms.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2015, surgical pathology report : gross description: the essure is identified in the proximal portion of the fallopian tube that is 3.2 cm in greatest length. The second fallopian tube is 8.2 cm in length and 0.5 to 0.5 cm in diameter. Also noted in the specimen container is a detached essure that is 5.2 cm in greatest length. Final diagnosis: bilateral fallopian tubes- complete cross sections of benign fallopian tubes; benign paratubal cyst. Current weight: (B)(6) lb most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: perforation (uterus), pregnancy (no complications), device ineffective and she did not undergo an essure confirmation test. Essure was removed on (B)(6) 2015. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2015, plantiff underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.